Manufacturer narrative:
Follow-up # 2 ¿ (03/17/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (02/24/2014). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 2/5/2014 and 2/13/2014, respectively, with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the meter was found to be overlabelled. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the onetouch verio iq meter is giving inaccurate high readings of ¿12.4 mmol/l¿ (223 mg/dl) compared another meter reading of ¿9.0 mmol/l¿ (162 mg/dl). This complaint is classified according to the documentation of the customer care advocate. On(B)(6), 2014, the patient managed his diabetes with insulin based on the alleged elevated blood glucose reading. At 3:55 pm, the patient tested again at ¿7.2 mmol/l¿ (130 mg/dl) on the subject meter and ¿3.8 mmol/l¿ (68 mg/dl). At the time of concern, the patient was feeling shaky and lightheaded and administered self treatment with glucose tablets/glucose gel. During troubleshooting, the patient confirmed the meter to other meter comparison was performed within 30 minutes of each other. The unit of measurement was set correctly. The testing process was not correct as the patient was using the same drop of blood on both meters. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after he took insulin based on the alleged inaccurate high obtained on the subject meter. The lfs products were replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.